Event description:
Additional information was received reporting that the hcp interviewed the patient. The worsening symptoms were shoulder and knee pain. Reprogramming and management of patient ¿expectations¿ were actions taken to attempt to resolve the worsening symptoms.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that both of their legs were in so much pain. It hurt really bad and could barely walk. The patient also reported that their back also hurt right around the patient's waist line. They had better days but most days were not better and that their implant was not doing a whole lot of good. The patient tried increasing stimulation but that did not help. The patient reported that the stimulation was bothering them yesterday and they turned the stimulation off for about 2-3 hours. They then turned it back on and lowered settings. The patient states that they tried to go to the store but it was hard for them to walk. It was confirmed that they do not feel stimulation. The patient states that they had heart catheterization done a week prior and was told that everything looked good and their stimulator also looked good as well. It was reported by the patient that they had the pain before their implant and the pain had gotten worse than before. There was a report that the issue was related to a fall. The patient fell and that hurt them a little bit. It was reported that the patient tried to increase stimulation and change settings but that did not help. Relevant medical history includes failed back surgery syndrome and spinal pain. No cause, interventions, or outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.